Event description:
The hosp reported that a small piece of a cutting loop electrode broke off and fell into a pt's uterus during a procedure. The physician was unable to locate the broken piece. There were no complications associated with the event.